Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had a recent surgery to revise the ins in the pocket due to a flipped ins. There were no further complications reported.